Event description:
The patient called and reported wearing a pod between 24 and 36 hours on her leg and during that time she began experiencing increased nausea and blood glucose levels up to 550mg/dl. She gave herself an insulin bolus of an unspecified dose, but her blood glucose did not decrease. She went to the emergency room on (B)(6) 2025 and was admitted to the hospital and diagnosed with diabetic ketoacidosis (dka). She was treated with an 8.16mg drip insulin, anti-nausea medication, and an anticoagulant injection in the abdomen to avoid blood clots. She was currently in the hospital at the time of the call on (B)(6) 2025 but was waiting to be discharged. She had removed the pod in the emergency room and discarded it at the request of the emergency room. Further information about outcome was not provided.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. High blood glucose is a common symptom for people with diabetes (glucose monitoring data from people with diabetes indicate that on average, they can experience blood glucose levels above 250 mg/dl for 14-25% of the time[1][2][3]..), and it would be challenging to speculate on a cause for the complaints without receiving the devices back for an engineering investigation. [1] beck rw, bergenstal rm, cheng p, kollman c, carlson al, johnson ml, rodbard d. The relationships between time in range, hyperglycemia metrics, and hba1c. J diabetes sci technol 2019;13:614-626. [1] welsh jb, derdzinski m, parker as, puhr s, jimenez a, walker t. Real-time sharing and following of continuous glucose monitoring data in youth. Diabetes ther 2019;10:751-755 [1] puhr s, derdzinski m, welsh jb, parker as, walker t, price da. Real-world hypoglycemia avoidance with a continuous glucose monitoring system's predictive low glucose alert. Diabetes technol ther 2019;21:155-158. Locked down smartphone: phone_control_android omnipod software app version: 3.1.1. Smartphone operating system: up1a.231005.007.g998u1uesegya5. Smartphone hardware: sm-g998u1. Cgm sensor type: g7. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.